Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated no insulin flow when priming. Consumer stated primes 1 unit and will try priming 2 units if the 1 unit does not work stated, sometimes insulin will not flow when taking injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-oct-2022. H.6. Investigation summary: customer returned (2) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported no insulin flow when priming or when taking injection. The samples were examined, and it was observed that both pen needles featured a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed on the samples. The bent npe cannulas would prevent flow through the pen needles, hence, the customer would think the pen needles were clogged. Since both samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The npe cannulas were bent after the customer handled the pen needles. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated no insulin flow when priming. Consumer stated primes 1 unit and will try priming 2 units if the 1 unit does not work stated, sometimes insulin will not flow when taking injection.